Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning, housing plate and gear shaft were worn off, motor was noisy and the electronic control unit had a malfunction on the small battery drive device. It was further determined that the device failed pretest for triggers and electronic control unit function, switching function, oscillation angle and check the off/oscillation/on switch mode function. It was noted in the service order that the device drill would not go at all while in use with a battery casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.